Event description:
The customer contacted physio-control to report that during a recent patient event their device would not power on. The patient, a (B)(6) female, had been speaking with her boyfriend. The boyfriend left the room and when he returned less than 5 minutes later he found her unconscious and unresponsive. The event was unwitnessed. Emergency services were summoned and it took first responders (fire department) approximately 8-10 minutes to arrive on site. CPR was administered by the first responders and the AED device was retrieved for use. The on button was then pressed but the device did not respond. CPR was continued and approximately 10-12 minutes later an ems crew arrived to relieve the first responders. The ems crew hooked the patient up to their philips heartstart mrx monitor/AED and a defibrillation shock was advised. The patient was then defibrillated a total of three (3) times using the backup device. On the fourth analysis of the patient's heart rhythm the device no longer advised to defibrillate the patient. CPR was continued throughout the event. The ems crew did an als intercept en route to the hospital and als medications (specific medications unknown) were administered to the patient by an als paramedic. The als paramedic then manually defibrillated the patient one time when en route to the hospital. The patient did not survive the event. After the event the device was examined by the customer where it was observed that all three icons (charge pak, attention and service wrench) present on the display. The customer was not sure if the icons were present prior to, or during, the patient event. The customer also advised that the device had not been inspected prior to use.

Manufacturer narrative:
(B)(4). The customer advised physio-control that (in his opinion) earlier defibrillation may have provided a different patient outcome, noting that the patient was in a shockable rhythm when the ems crew arrived with their backup device. The customer has not provided any evidence of this through printed or electronic patient records, etcetera. A clinical review of the patient event was performed by a physio-control clinical specialist; however there was insufficient information to determine if the device use contributed to the outcome of the patient. Physio-control advised the customer that the unit is not field serviceable and is no longer under warranty. Physio has made numerous attempts to contact the customer and request that the device be released to physio for evaluation. No response from the customer appears to be forthcoming. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.